Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq2017v and the lens was torn. The surgeon removed the lens without enlarging the incision and used another model lens. The reporter stated that the lens was torn due to improper loading.

Manufacturer narrative:
Evaluation - a visual inspection of the returned product shows one haptic is torn off into the optic and is missing. There is clear surgical residue on the lens. It should be noted that the cartridge and injector were not returned for evaluation.